Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 270-271 mg/dl and ketones. Cause was due to allowing the pump battery to fully deplete due to user error. Customer was treated for bg in the emergency room (ER); information regarding the type of treatment was not provided. The customer was released from the ER approximately 1 hour later.